Event description:
Patient reported her pump is saying occlusion. She made a cassette and used the new tubing today the cadd 55''. She has never had this happen. Rph called nurse clinical educator supervisor, the tubing arrow should be pointing towards not the pump. Nurse tried to confirm with pt about the arrow but pt started saying when she used the new tubing it did not prime she didn't see any medication coming out. Nurse suggested pt switch to back-up pump but when pt went to grab back-up pump, the other pump started running. Occlusion alarm occurred again, so pt switched to backup pump. Pt switched tubing and cassette but still alarmed; pt switched back to old cadd ext and it worked; pump was running successfully. No further information provided. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes, upon pt return. Did we replace device? No, pump was running successfully. Did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Unknown. Is the infusion life-sustaining? Yes. What is the outcome of the event? Unknown. This report captures pump cadd solis vip #1. Pt: 4582. Device: 2423. Ref: mw5189503.